Event description:
It was reported that the 9800 system had a dose rate too high error message. No patient injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The ma limiter was calibrated during the service call. The system was tested and found to be working as intended, and put back into service.